Manufacturer narrative:
Device evaluation by manufacturer: the device was returned for analysis. Visual and microscopic inspection revealed that the sheath and imaging window (iw) were kinked. There was an imaging core windup and an iw detachment near the lap joint section. During functional testing, it was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. The impedance testing shows a good unit waveform. The image test could not be performed due to the condition in which the device returned. Based on the evidence, the reported event of image lost is confirmed.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The target lesion was located in the left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During introduction, the catheter could not show the image, the image was black. The procedure was completed with another of same device. There were no patient complications reported. However, device analysis revealed an imaging window detachment near the lap joint section.